Manufacturer narrative:
The investigation has been completed. No product was returned but data logs were available. The data logs were reviewed and confirmed a sudden high motor current pump stop. A sudden increase in purge pressure and placement signal also occurred at the same time. This was indicative of ingested biomaterial. The root cause of the pump stop was most likely ingested biomaterial. As noted in the impella instructions for use: impella rp with smartassist system. Section: using the automated impella controller with the impella catheter. ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist. System catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella rp smart assist system with automated impella controller. Section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post-operative computed tomography surgery was implanted with an impella rp device for mechanical circulatory support. During support, the pump stopped following an increase in the motor current. Although the pump initially restarted, the device stopped again, and the decision was made to explant the impella rp pump. The patient survived the explant.